Event description:
It was reported that during use of the fox plus balloon catheter, the balloon ruptured at an unspecified pressure. The target lesion was treated with another device. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, the complaint device was received. However the device was an armada 35 balloon and not a fox plus balloon, as initially reported. Additional information was received confirming that the armada 35 balloon is the complaint device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.